Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2019 due to a high blood glucose level of 803 mg/dl. The customer was assisted in troubleshooting and it was reported that she was alleging insulin pump for under delivery as her blood glucose did not go down. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.